Event description:
Procedure type: sigmoid resection. According to the reporter: device misfired during the case, causing the doctor to use a second eea28 and taking additional tissue to continue the procedure. The flanges on the anvil appeared to be spread open and therefore would not connect with the spike on the stapler. There was not blood loss of 500cc or more due to the product problem. Surgical time was extended by 15 minutes. Reinforcement material was not used.

Manufacturer narrative:
(B)(4).